Manufacturer narrative:
The insulin pump was received with b, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Unable to perform the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 234mg/dl at the time of the incident. The customer stated that they woke up with the button error on the insulin pump. Troubleshooting for button error/keypad anomaly was performed. Troubleshooting found that the screen was frozen as the clock on the insulin pump was observed to be not changing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan health care professional's instruction. The insulin pump was returned for analysis.